Event description:
Product description: lifepak 20. Event narrative: failure to discharge in time during defibrillation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).